Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements.

Event description:
It was reported that the remote monitoring network did not display a transmission that had been successfully sent from a remote monitor. Troubleshooting determined that the cardiac resynchronization therapy pacemaker (crt-p) had implant detect set to "on". The caller was advised that patient needed to come into the clinic for a device check and to turn the implant detect to "off" with a programmer, in order to permit future transmissions from the device to be processed by the website. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.